Event description:
A revision procedure was performed to adjust the placement of the stimulation cuff and optimize tongue motion during stimulation. During the procedure, it was noted that an exclusion branch had been inadvertently included within the cuff, likely from the initial surgery. The physician attempted to revise the cuff placement, and in the process, the exclusion branch was compromised. As a result, the patient experienced difficulty swallowing immediately postoperatively and was hospitalized for five days. The patient was referred to speech therapy and showed gradual improvement with treatment.